Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the sensor alarmed. The customer stated they inserted a sensor and repeated alarms are being displayed. Reviewed alarm history and several alarms were noted. Customer noticed that the sensor cannula is much shorter than usual. Explained to customer that probably the sensor cannula was retracted by needle when it was removed. A replacement sensor will be sent to customer. The customer's blood glucose was unknown.